Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (419 mg/dl). Reportedly, the customer forgot to check their bg level for approximately 4 hours and was not bolusing accordingly. Customer delivered a bolus to bring bg levels back to target range.